Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced foreign matter contamination. The following information was provided by the customer: ¿before use, nurse found there was white fm inside the syringe barrel, the fm was on the inside wall of the barrel. No sample no pic.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to enter the blood stream of an individual and possibly cause harm i.e. Embolism, infection, etc. Event type: foreign matter on device cannula / needle / syringe or any fluid path component / malfunction, device code: 2944.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced foreign matter contamination. The following information was provided by the customer: verbatim: ¿before use, nurse found there was white fm inside the syringe barrel, the fm was on the inside wall of the barrel. No sample no pic.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to enter the blood stream of an individual and possibly cause harm i.e. Embolism, infection, etc. Event type: foreign matter on device cannula / needle / syringe or any fluid path component / malfunction. (B)(4).